Manufacturer narrative:
(B)(4). Siemens completed a technical investigation of the reported event. The root cause was confirmed to be user error. The system performed as specified. Additional action is not warranted at this time.

Event description:
It was reported to siemens that during a breast treatment, one treatment area was treated twice using the primeview 3i system. The facility does not do auto-sequenced treatments for breast patients; however, the facility still creates an as group. The user was downloading individual beams, and the message "the beam belongs to an as group, do you want to continue?" Was displayed. The user, however, downloaded a beam that was applied to a field that was already treated. The user misread/misinterpreted the as group warning and continued with the treatment. Though was no device malfunction and the device performed as specified, this report is being submitted due to the patient being treated twice in an field intended for one treatment. This could lead to moderate bodily injury. Additional information regarding the patient's health status was not made available to siemens.